Event description:
Aventis case ID: (B)(4). Initial report: this non-serious spontaneous report was received from a physician via our affiliate in (B)(4). This report involves a female patent approximately (B)(6) old, who was administered sculptra (poly-l-lactic acid) (therapy dates, dosage and indication not provided). Medical history and concomitant medications were not indicated. This physician reports that he has a patient who has experienced periorbital lumps. The course of the event and outcome were not provided. The reporter's causality assessment was not provided.